Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a proglide device after an interventional percutaneous transluminal angioplasty (pta) procedure with an 8fr sheath. Reportedly, the proglide device could not be removed from the blood vessel. Vessel damage occurred requiring surgical intervention and hemostasis was achieved via manual suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The patient effect of vascular injury (tissue damage) is listed in the electronic proglide instructions for use as a possible adverse event of use of the device. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to be related to circumstances of the procedure factors that contribute to device entrapment may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. The reported patient effect of unspecified tissue injury is a known risk of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.